Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan alleging the meter is missing results. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient. Based on customer service investigations, this complaint was ruled out because, this malfunction is not considered reportable as lifescan does not believe the chance this malfunction causing or contributing to an ae is more than remote and has not reported an ae where this malfunction may have caused or contributed to the injury/death. However, this complaint is now being reported due to the outcome of product analysis investigations. Lifescan received the meter involved with this complaint and completed device evaluations on (B)(4) 2011. Investigation revealed there was contamination on the pc board and the battery was low/dead. A new battery was used; however, the meter still did not power on.

Manufacturer narrative:
The 510(k) # is k073231.